Event description:
Left breast implant -saline-found to be deflated post-op. Bilateral breast implants removed and replaced. Left breast implant sent to pathology per protocol. Right breast implant discarded per doctor.